Manufacturer narrative:
Qn# (B)(4). The sample was returned to the manufacturer for evaluation. The manufacturer reported: "the DHR for the returned instrument was reviewed and found complete without any irregularities. This instrument was produced at the tecomet, inc. Kenosha, wi facility as part of a (B)(4) pc. Lot in march of 2023. It was found that this order was made from the correct materials and components and all approved processes were followed. It can then be stated that the alleged non-conformance inciting this complaint was not due to an error in tecomet kenosha's manufacturing processes. Evaluation of the returned device as received shows that the jaws are slightly loose and misaligned to each other in the closed position but there is no visible damage to the jaw pivot in area of the outer tube assembly. After the initial evaluation this instrument was function tested and it was found that this instrument is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing as performed at time of production without the alleged issue reoccurring. We are only able to partially validate this complaint since the jaws are slightly loose and misaligned in the closed position, but we were unable to duplicate the alleged clip closure failure that was reported. We are unable to determine what caused the jaws to be slightly loose and misaligned to each other in the closed position but mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested and properly lubricated prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the clip did not easily leave the applier during a surgery. Also, the jaws were misaligned. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred".